Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick serter was inspected and tested. Serter failed per inspection found quick serter barrel walls with excessive glue from quick set tape.

Event description:
It was reported the customer's adhesive was sticking to the side of their quick serter. Customer also reported experiencing a high blood glucose of 412 mg/dl. Customer had treated their high blood glucose with manual injections. It was also found the customer had a no delivery alarm on their insulin pump. The customer's serter will be returned for analysis. No additional information provided.